Manufacturer narrative:
Patient demographics (weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but was not returned, therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Device history record review revealed nothing relevant to this event; no issues were found with the sterilization of this lot. This device is supplied sterile. Result of cultures taken/type of organism(s) identified were requested but not provided. Based on the information provided, a definitive cause for the post-operative infection could not be determined. The most likely cause for this type of event is a nosocomial source or patient non-compliance with post-op wound care directions. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported that a patient had a left total shoulder surgery on (B)(6) 2015. Due to infection, the surgeon performed a second surgery on (B)(6) 2017 during which time the ar-9105-02 was explanted and an extensive irrigation and debridement. An antibiotic cement spacer was inserted. The following was obtained from patient medical records received (B)(6) 2017: imaging report dated (B)(6) 2017: no evidence of loosening, infection or hardware complication. No acute fracture or malalignment. Suspicious for a full-thickness rotator cuff tear, likely involving the infraspinatus tendon, possibly also the teres minor. High riding humeral head. Tendinopathy of the subscapularis with at least a moderate-grade articular surface tear and medial interstitial extension. Biceps anchor and tendon not well visualized on image, a biceps tendon tear is not entirely excluded. Mild osteoarthritis of the acromioclavicular joint. Laboratory results left shoulder joint aspiration (B)(6) 2017: numerous white blood cells noted in the joint fluid. Fibrin clots present. No organisms seen. No growth in 56 to 72 hours. No crystals under normal or polarized light. No yeast or mold isolated after 4 weeks. No anaerobic growth in 72 hours. Surgeon office visit (B)(6) 2017: surgeon believes a prosthetic joint infection is likely. Patient has elevated c-reactive protein, esr and greater than 30,000 white cells and is synovial fluid aspirate. Operative report dated (B)(6) 2017: postoperative plan is for the patient to be on six weeks of oral and specific antibiotic therapy with weekly infectious lab draws and subsequently after eradication of the infection proceeding with a second stage implant.

Manufacturer narrative:
Patient demographics (weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. This is a follow-up submission due to device evaluation. Complaint not confirmed. One ar-9105-02, was returned for evaluation. Broken pegs observed on returned device most likely caused during extraction. No other visual anomalies found on the returned device and/or the components received. The cause of the event could not be determined from the evaluation. The most likely cause for this type of event is a nosocomial source or patient non-compliance with post-op wound care directions. Device history record review revealed nothing relevant to this event; no issues were found with the sterilization of this lot. This device is supplied sterile. Result of cultures taken/type of organism(s) identified were requested but not provided. Based on the information provided, a definitive cause for the post-operative infection could not be determined. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported that a patient had a left total shoulder surgery on (B)(6) 2015. Due to infection, the surgeon performed a second surgery on (B)(6) 2017 during which time the ar-9105-02 was explanted and an extensive irrigation and debridement. An antibiotic cement spacer was inserted. The following was obtained from patient medical records received 4/4/2017: imaging report dated (B)(6) 2017: no evidence of loosening, infection or hardware complication. No acute fracture or malalignment. Suspicious for a full-thickness rotator cuff tear, likely involving the infraspinatus tendon, possibly also the teres minor. High riding humeral head. Tendinopathy of the subscapularis with at least a moderate-grade articular surface tear and medial interstitial extension. Biceps anchor and tendon not well visualized on image, a biceps tendon tear is not entirely excluded. Mild osteoarthritis of the acromioclavicular joint. Laboratory results left shoulder joint aspiration (B)(6) 2017: numerous white blood cells noted in the joint fluid. Fibrin clots present. No organisms seen. No growth in 56 to 72 hours. No crystals under normal or polarized light. No yeast or mold isolated after 4 weeks. No anaerobic growth in 72 hours. Surgeon office visit (B)(6) 2017: surgeon believes a prosthetic joint infection is likely. Patient has elevated c-reactive protein, esr and greater than 30,000 white cells and is synovial fluid aspirate. Operative report dated (B)(6) 2017: postoperative plan is for the patient to be on six weeks of oral and specific antibiotic therapy with weekly infectious lab draws and subsequently after eradication of the infection proceeding with a second stage implant.